Event description:
It was reported that the pacemaker triggered a lead safety switch (lss) due to right ventricular (rv) lead pacing impedance (pli) being out-of-range at greater than 3000 ohms. Technical services (ts) analyzed device episode data and found that there was noise on the rv channel that resulted in oversensing and a stored ventricular tachycardia (vt) episode. There no pacing inhibition noted. Ts recommended troubleshooting options for split configuration. Health care professional (hcp) noted that it will be monitored. This rv lead is a non-boston scientific product. No adverse patient effects were reported. Currently, this pacemaker remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).